Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest garment especially on his sides and toward the bottom of the garment. The area was described as a red itchy rash. The patient also mentioned that on the tighter set of hooks the lifevest leaves imprints on his skin. The patient's doctor recommend that the patient use hydrocortisone cream to treat the rash. During a follow up, the patient reported that the irritation had improved due to using the hydrocortisone cream.